Event description:
A report was received in 2002 from a dr regarding a memorylens that was implanted in 2000 in the pt's right eye and which lens had opacified. The date of diagnosis was 2001. At exam in 2002, the pt's visual acuity was 20/30 od. The dr stated that the pt has diabetes and suspected glaucoma. The dr's prognosis for the pt was marked as "good", and she will continue to monitor the pt.